Manufacturer narrative:
It was initially reported that the system controller was returning for analysis; however, the device was not returned. The user facility reported that the system controller was sent back; however, a tracking number was requested but not provided by the customer. To date, (B)(4) has not been returned for evaluation. The report of a driveline fault alarm was confirmed based on the evaluation of the submitted system controller log file; however, the investigation did not confirm the report of difficulty connecting the driveline to the system controller as the system controller was not returned for analysis. Information provided to the manufacturer indicated that during a system controller exchange, ¿upon a forceful and somewhat misaligned driveline insertion into the controller, the controller displayed a ¿driveline fault¿ alarm. The review of the provided log files confirmed the driveline faults, which were associated with attenuation of phase 1, which appeared to be consistent to the reported issue; however, the root cause was not determined, as the controller was not returned for analysis. Although the reported event of difficulty connecting the driveline was not confirmed, similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being investigated through the corrective and preventative action process. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. The device is expected to be returned for evaluation. It has not yet been received. Approximate age of device ¿ 2 years, 2 months (calculated from the date the system controller was sold to the customer; (B)(6) 2014). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, during a system controller exchange, the driveline was inserted into the system controller forcefully and "somewhat misaligned". The system controller produced the driveline fault alarm. It was reported that there was no adverse impact to the patient. The patient was issued two replacement system controllers.